Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance and clavicular crush. The lead was capped and replaced. The patient's condition was good prior, during and post procedure.